Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The reported blood glucose reading was 319 mg/dl during the phone call. Troubleshooting was performed and the insulin pump was programmed correctly, but the time was incorrect by one hour. The insulin pump passed the prime and high pressure tests. There were also no delivery alarms in the alarm history. Explained the two high glucose rule to the customer and advised to try a different infusion set suitable for his body type.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.